Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a physician regarding a (B)(6), female patient who was receiving morphine 20mg/ml at "6/d" via an implantable pump for non-malignant pain and spinal pain. In (B)(6) 2016, the low reservoir alarm occurred. On (B)(6) 2016, the empty pump reservoir alarm occurred. It was reported the patient had missed a refill due to "non-compliance." No patient symptoms were reported. On (B)(6) 2016, the pump was refilled and the dose was adjusted. If additional information becomes available, a follow-up report will be submitted.